Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 2.2 had been intermittently failing. A field service engineer (fse) had tested the drawer in the hardware test application (hta) and had found no issues. The fse had powered the station down and checked all cables and connections behind the drawer. The fse had restarted the station, and all tests had passed with no further issues. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 2.2 had stuck on blank screen when opening and drugs were not showing up for dispensing. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.